Event description:
A malfunction alarm was reported with a pump during insulin therapy. There was no reported adverse impact to customer's blood glucose level. The customer was unable to successfully load a new cartridge as the alarm recurred. Technical support assisted the customer and decided to replace the pump. The customer was instructed to use a backup therapy, mdi, in the interim and to return the faulty pump using a pre-paid label. Technical support confirmed the shipping address and provided guidance on putting the pump into storage mode.